Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4) (con): information was received from a consumer regarding a patient who had an external neurostimulator for urgency frequency and urge incontinence. It was reported that trial patient had back pain. Their mother had been giving them ibuprofen as advised by their healthcare professional (hcp). Trial patient also reported that when they woke up the morning of the report at 5am, they were feeling very weak and was completely soaked so their mother gave them sugar pills and they felt better. More information was received from trial patient on (B)(6) 2018 reporting that there was a burning feeling at the incision site. Trial patient advised to contact their hcp. On (B)(6) 2018, trial patient reported above the bandage, there was a line of blisters. Again, trial patient advised to contact hcp. No further complications were reported.